Event description:
On sunday, 9/15/96 pt was sent to the hosp with a asthmatic panic attack. The pt was discharged on tuesday, 9/17/96. Pt stated the unit was locking up on him. He was tapping on the unit. The unit has gone into continuous flow.